Event description:
The customer contacted physio-control to report that their device would power off by itself when moved. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control evaluated the customer's device and verified the reported issue. Physio observed that the positive battery pin terminal in well 1 had been stripped out, causing the battery pin to be loose. As a result of the loose battery pin the device would lose power when moved. Physio then replaced the device's rear case assembly, which includes new battery pins, and after observing proper device operation through functional and performance testing the unit was returned to the customer for use.